Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he checked the system for internal leaks. The fse pressurized the system for 5 minutes and the pressure stayed stable during that time. The fse could not duplicate the reported issue. The fse replaced the helium tank o-ring and verified that there were no leaks. The iabp passed all functional and safety tests per factory specifications and was returned to customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a slow helium leak issue. The issue was found during service/testing by the customer. No patient was involved and no adverse event has been reported.